Manufacturer narrative:
An empty viscoelastic syringe was returned with the cannula attached in a plastic bio-hazard bag. Visual inspection found dried solution between the luer lock connector threads and the hub of the cannula, however microscopic examination found no cracks in the hub of the cannula. There is what appears to be a folded over section on the insert portion that seats into the bottom, inside the hub. The investigation is ongoing.

Event description:
It was reported that during a surgery to implant an intraocular lens (iol) into the left eye (os), the viscoelastic syringe cracked, but was able to fill the delivery device cartridge. However, when the doctor attempted to fill the chamber prior to lens insertion, the viscoelastic leaked out the side and there was very little to no viscoelastic injected into the eye. The capsule tore when the iol was implanted into the eye and a vitrectomy was required.

Manufacturer narrative:
The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Additional investigation indicated the validated cannula that is supplied with the device was not used. The user facility was utilizing a cannula that was not validated for use with this product. The root cause of this event is user related.